Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-03898. It was reported that the patient's leads had migrated, confirmed via x-ray. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.